Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs # 1225714-2013-02611 and 02612.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after use of the product.